Manufacturer narrative:
As reported, capsure fastener peek cap misaligned from coil part. The provided image a fastener peek cap has twisted exposing the wire coil. The evaluation of the device could not reproduce the reported event of fastener peek caps twisted or deploying deformed fasteners. The device functioned as intended during functional and simulated use testing with deploying last remaining 7 fasteners. No peek caps were found to detach in testing. Based on the sample evaluation a definitive cause as to why the peek cap was seen detached in a photo cannot be determined. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the first shot was no problem. On the second shot the peek part of the capsure fastener came off and stuck, felt that it shifted a little when tacking (not detached but misaligned with the coil part). There was no reported patient injury.